Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator shut down, the ventilator screen went black and the ventilator stopped ventilating the patient. The ventilator rebooted back on but ventilation to the patient was not restored. No patient injury was reported. Reference MFR # 9611500-2015-00072.